Event description:
As reported by a field clinical specialist (fcs), approximately 11 months post implant of a 23 mm sapien 3 ultra (s3u) valve in the aortic position via transfemoral approach, the patient was treated with an non-edwards 80-02 plug due to severe paravalvular leak (pvl). Per follow-up the 23 mm s3u was implanted (B)(6) 2021 and post procedure the patient's pvl was mild and well post procedure. Patient started to become symptomatic and team felt the need to treat.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3u and no IFU/training deficiencies were identified. The complaint was unable to be confirmed due to unavailability of procedural imagery/ relevant medical record. A review of the device history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl, as reported in this case, is not well understood but may be related to cardiac remodeling. As reported, "approximately 11 months post implant of a 23 mm sapien 3 ultra (s3u) valve in the aortic position via transfemoral approach, the patient was treated with a non-edwards 80-02 plug due to sever paravalvular (pvl)". Additionally, noted that patient had mild pvl during the initial implantation with type 0 native bicuspid valve. The paravalvular leak was getting severe over the time, it was likely due to cardiac remodeling. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.